Event description:
The reporter states that the customer was tested and the reporter obtained 60mg/dl and 268mg/dl on the accu-chek advantage system. The reporter also states that the customer obtained an additional comparison with results 60mg/dl and 280mg/dl on accu-chek advantage system. On both occasions, test results were obtained within 10 minutes. No action was taken based on the readings. No adverse event reported. New system sent to customer and return requested.